Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading while experiencing symptoms of confusion and headache. The customer then lost consciousness and had contact with a healthcare professional. A healthcare meter result of 31 mg/dl was obtained and the customer was treated with glucose via IV. Post-treatment results of 130 mg/dl and 150 mg/dl were obtained. There was no report of death or permanent injury associated with this event. The customer additionally provided reading comparisons, taken at unknown time in relation to event, of 68 mg/dl and 100 mg/dl from sensor against 37 mg/dl and 68 mg/dl from adc meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.